Event description:
Complainant alleged that biomed testing the device displayed a "defib fault 196" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.